Event description:
Procedure type: lap sigmata. According to the reporter: the surgeons did the circular anastomosis. The stapler was difficult to remove from the patient as the tilt top was straight. There was patient injury reported; however, according to the reporter, the patient's status is okay.

Manufacturer narrative:
(B) (4). (B) (4).